Event description:
The article "newer versus early generation of the mitraclip for primary mitral regurgitation: a japanese single-center experience" was reviewed. The article presented a prospective single center study, to investigate the impact of the new mitraclip g4 system on routine clinical practice and patient outcomes in the treatment of primary mr. Devices mentioned include mitraclip g4 (xt/xtw, nt,ntw) and mitraclip g2. The article concluded that the mitraclip g4 system achieved comparable device outcomes to the early-generation device (g2), despite treating more severe primary mr with a larger flail gap. [The primary author and corresponding author was masaki izumo, department of pharmacology, st. Marianna university school of medicine, 216-8511 kawasaki, japan with corresponding email heartizumo@yahoo.co.jp. The time frame of the study was 01 january 2018 to 12/31/2021. A total of 71 patients were included in this study, of which all received an abbott device. The average age was 84. The majority gender was male. Comorbidities include heart failure, hypertension, diabetes, chronic kidney disease, atrial fibrillation, pulmonary hypertension, primary mitral regurgitation peri and post procedural complications included: heart failure, hospitalization, mitral stenosis, emergency surgery/intervention.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Literature attachment: article title newer versus early generation of the mitraclip for primary mitral regurgitation: a japanese single-center experience" was reviewed. The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported slda, mitral stenosis, heart failure/congestive heart failure and death could not be determined. Mitral stenosis, heart failure and death are listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.